Event description:
Clinical trial. Same case as MFR #6000093-2007-01711, 6000089-2007-01285. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt was admitted one day prior to the index with chest pian that radiated to her jaw. ECG at admission showed normal sinus rhythm. Initial cardiac enzymes were normal; however, later in the evening her troponin was 3.2 and she was diagnosed with a non q-wave myocardial infarction (mi). The following day, the pt was transferred to the study site for the index procedure. The index procedure treated 3 de novo lesions. Target lesion 1 was in the distal right coronary artery (rca), with a vessel diameter of 3.3 mm, length of 8 mm, and 99% stenosis. There was mild calcification and severe tortuousity. The physician predilated the lesion prior to placing a 3.5 x 12 mm taxus express2 stent. The pt complained of chest pain at this point. There was acute closure with a grade f dissection proximal to the stent. The vessel was angioplastied again. There was 0% residual stenosis following post-dilation. Target lesion 2 was in the mid rca, with a 3.3 mm width, length of 12 mm and 80% stenosis. There was mild calcification and severe tortuousity. The physician predilated the lesion prior to placing a 3.5 x 12 mm taxus express2 stent, overlapping the first stent. Residual stenosis was 0%. Target lesion 3 was in the proximal rca, with a width of 3.3 mm, length of 10 mm, and 80% stenosis. There was mild calcification and severe tortuousity. The physician predilated the lesion prior to placing a 3.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. The pt rec'd gpiib/iiia inhibitor, aspirin, and plavix during the procedure. The pt tolerated the procedure well, and was discharged one day later on aspirin and plavix. The pt was experiencing recurrent angina and shortness of breath and was advised to undergo repeat cardiac catheterization on day 676. Coronary artery bypass grafting was recommended. On day 680, the pt underwent CABG as follows: lima to diag and lad, svg to om, svg to rpda. On postoperative day four, the pt developed atrial fibrillation, which was converted back to sinus rhythm with medications. The remainder of the pt's hosp course was uneventful. The pt was discharged 4 days later on continued aspirin and plavix. In the opinion of the physician, there is no relationship between the tvr and the device. In august of 2007, the clinical events committee reported a possible relationship between the tvr and the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.